Manufacturer narrative:
A review of the service report indicates the system generated a system message. The company rep was able to replicate the nonconformity. The company rep tried loosening the port commutator but was unsuccessful and the system message persisted. The company rep replaced the laser core module to address the nonconformity. The company rep then performed service test procedure and found the system to meet specifications. A visual assessment of the returned laser core module revealed no obvious visual nonconformities. The laser core module was installed into a calibrated system and the laser was booted up. Upon laser boot up a system message was generated the system. The laser core module was removed from the system and opened to inspected the port selector assembly. A visual eval of the port selector assembly showed that the rtv silicone adhesive to prevent rotation from the top screw in the port selector assembly was removed. Troubleshooting was performed and found that the port selector assembly was out of adjustment, causing the solenoid cable assembly holding the port selector mirror mount to become intermittently stuck in the down position, causing the system message. Then the top screw was adjusted and the solenoid cable assembly holding the port selector mirror mount was able to freely move up and down w/o getting stuck. The laser core module was again installed into a calibrated system and retested. At this time, no sm or other nonconformities occurred upon system boot up. A review of the system's event log was able to confirm the system message occurring on (B)(6) 2013. The system message was first observed upon laser start up. Then the system message occurred multiple times when the user selected the laser option but since the laser was already disable from the first occurrence of the system message the system message was displayed again by the system. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause of the reported event was determined to be an out of adjustment port selector assembly. However, how the port selector assy became out of adjustment cannot be conclusively determined at this time. The port selector was adjusted and the nonconformity was resolved. (B)(4).

Event description:
A customer reported a system message was displayed that could not be cleared during a vitrectomy procedure. Another laser was used to complete the procedure. There was no harm to the pt.